Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the accu-pass 45-degree, upbend, sterile metal shaft came out of the handle. The procedure was successfully completed without delay using a back-up smith and nephew device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The part of the device that broke during the event is not in direct contact with the patient; therefore, there is no risk of pieces falling in the operative site. In addition, this failure has not caused serious injuries or deaths in the past. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.